Event description:
It was reported that during a rectal procedure the device delivered scissored clips. The event did not change the original intent of the procedure. There was no patient consequence.